Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation. It was reported that the patient underwent mesh removal and incisional separation repair for the mesh on (B)(6) 2007.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedures of cystoscopy, and anterior/posterior colporrhaphy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2007. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent rectocele repair on (B)(6) 2009. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced difficulty emptying her bladder, recurrent urinary incontinence and urinary tract infection.

Manufacturer narrative:
Additional information: additional (B)(4) narrative: it was reported that the patient concurrently underwent excision of scarring at the vaginal cuff, and laparoscopic exam.